Event description:
Reporting status: serious injury - required intervention. Reporting rationale: dissection requiring medical intervention. Device issue: difficult to remove. It was reported that there was difficulty manipulating the guide wire into the proximal lad, via the lima. A balloon was used for support; however, the balloon lost manipulation / mobility; therefore, the whole system was withdrawn back through the guide catheter. The guide wire was then notice to be twisted and stuck in the balloon. It was noted that the lima was dissected. The dissection was treated with three stents. No additional event or patient information is available.